Event description:
Patient reported they were diagnosed with tmj. The pain from the tmj is at its worst when they wear the aligners for a full day. The aligners have misaligned their front top teeth and their front lower teeth. With stopping the use of the aligners completely it has mad the pain go away.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.